Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the extension line broke while in patient. No harm to patient as it was the external extension line. Catheter was removed and a new one was reinserted. There was no patient injury or consequence. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The customer returned one catheter with a separated proximal extension line for evaluation. The distal and medial extension lines were wrapped with tape near juncture hub. The corresponding tape location on the proximal line is where the separation occurred. The point of separation had clean edges, indicating the extension line was cut. The proximal extension line was cut 127 mm from the proximal luer hub. A device history record (DHR) review was performed and no relevant issues were identified. The instructions for use (IFU) provided with this kit cautions against altering the catheter during insertion, use or removal. The IFU also warns the end user, "to minimize the risk of cutting the catheter, do not use scissors to remove dressing." The customer reported issue of the extension line being separated was confirmed during the sample investigation. The proximal extension line was found to be separated near the juncture hub. The fracture surfaces were examined and determined to have been caused by contact with a sharp object. Based on the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the extension line broke while in patient. No harm to patient as it was the external extension line. Catheter was removed and a new one was reinserted. There was no patient injury or consequence. The patient's condition is reported as "fine".